Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2017. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that the patient underwent surgery for the removal of hernia mesh on or about (B)(6) 2017. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient". It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with incarcerated incisional ventral hernia thereby underwent open repair with implant of bard flat mesh. Per op notes, ¿the hernia sac was identified and freed from surrounding tissues. The sac was opened and adherent omental fat was reduced. A bard flat mesh was placed in the preperitoneal space and secured using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia and pain thereby underwent robotic assisted repair with excision of bard flat mesh and implant of synthetic mesh. Per op notes, ¿some adhesions in the anterior abdominal wall were taken down. The edge of the prior mesh was curled allowing the hernia to recur. The prior mesh was excised entirely. The hernia defect was noted and reduced. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. .addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2016) is considered to be the best estimate. Updated data: a2, b4, b5, b6, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.